Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up and contrast keypad buttons had a delayed response. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up arrow keypad button was intermittently unresponsive and the contrast button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.